Manufacturer narrative:
Should additional information become available a supplemental record will be filed. (B)(4) - release for the fold down back hardware is broken and missing plus the back is ripped and stretched out. Mounting screw for the fold down back is broken off inside the frame.

Event description:
Axle receiver bar is pulled out from the metal camber tube insert.